Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that four years and twenty one days following the transcatheter pulmonary bioprosthetic valve implant, fluoroscopy revealed a type 2 stent fracture. Three days later, a second transcatheter pulmonary bioprosthetic valve was successfully implanted valve-in-valve. No other adverse patient effects were reported.